Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance and advised the customer that physio does not recommend the use of third party items with physio devices. The customer confirmed that they would purchase a new battery for their device. The device has not been returned to physio-control. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device displayed the low battery and service indicators, and would not power on. A new battery was installed in the device, but did not resolve the reported issue. The customer advised that a third party battery was installed in their device, and not a physio-control battery. There was no patient use associated with this event.